Event description:
The clinician reports that the day the implant was placed in ada 21, failure occurred upon insertion. Primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. Patient presented with bonetype iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.